Manufacturer narrative:
D4: h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device could be fired. The surgeon changed to a new reload and the device fired, but all staples were malformed and the tissue was not cut. No pt consequences were reported.